Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. Furthermore, according to the device explantation report form the active electrode migrated postoperatively out of cochlea, which might had contributed to the decrease in hearing perception. The problems given in the recipient report appear to match the damage found. Other damages found during device investigation are most likely related to the explantation surgery. This is a final report.

Event description:
Child reported on (B)(6) 2019 hearing a crackling then beeping sound, then the speech perception got distorted. There was no report of any accident, trauma or changes in health. Recipient was re-implanted on (B)(6) 2019. During re-implantation surgery it was discovered that the electrode array migrated out of the cochlear. The tip of the array was just outside of the round window. According to the surgeon the array was not pulled out during the explantation. Per the device explantation report the electrode lead was not recessed in a channel.

Event description:
On (B)(6) 2019 the recipient reported hearing a crackling then beeping sound, then the speech perception got distorted. There was no report of any accident, trauma or changes in health.

Manufacturer narrative:
Med-el elektromedizinische geraete gmbh and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033).correction: this follow-up was created since the patient identifier was not correct in the initial report.

Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
On (B)(6) 2019 the recipient reported hearing a crackling then beeping sound, then the speech perception got distorted. There was no report of any accident, trauma or changes in health.